Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a leaking pump. The pump was replaced.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. One titan touch pump was received for evaluation. Examination and testing of the returned component revealed a separation within abrasion on the longer pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular indicating stress was exerted. Adjacent to the site of separation, microscopic examination revealed a group of partial separations within abrasion. This was not a site of leakage. Surface abrasion was noted on all pump tubing, indicating surfaces had come into repetitive contact. Based on examination of the returned product, it was concluded that while in-vivo, all the pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the longer pump exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.